Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrode (te) pads. The irritation was described as red blotchy spots with no broken skin. The patient consulted his physician who prescribed a cream. Follow-up indicated that the patient's irritation was a lot better after using the prescribed cream.